Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 78 days. Device evaluation: the patient remains on lvad support. A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted from (B)(6) 2017 for gastrointestinal (gi) bleed work up. There was no evidence of active bleeding. Iron deficiency anemia (ida) was suspected as etiology of anemia. This event was not previously reported to the manufacturer. It was reported that the patient was admitted to (B)(6) emergency department on (B)(6) 2017. The patient had a hemoglobin (hgb) of 6.2 g/dl and was transfused 1 unit packed red blood cells (prbc). At the time of the event the patient was taking the anticoagulant warfarin. Gastroenterology was consulted on (B)(6) 2017 and plan was made for repeat evaluation due to ongoing anemia and questionable blood in colon found on video capsule endoscopy (vce). The patient¿s hgb was 6.9 g/dl and the patient was transfused 2 units prbcs within a 24 hour period. Hgb increased to 9.4 g/dl. On (B)(6) 2017 c-scope found blood with likely source reportedly in small bowel. On (B)(6) 2017 enteroscopy found no source of bleeding identified in the small bowel. A single non-bleeding angioectasia in the stomach was treated with argon-plasma coagulation (apc). On (B)(6) 2017 the patient was discharged home with stable hgb since the (B)(6) 2017 transfusion. Hgb on discharge was 9.5 g/dl.